Event description:
It was reported that during follow-up, a charge time limit reached occurred during manual capacitor maintenance. It was also noted that a noise was heard from the capacitors during testing. Device was explanted and replaced. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.